Manufacturer narrative:
The previously reported date of event was incorrect. The event date was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a non-dependent patient presented to the ER with pocket stimulation. The lead pulled all the way to the pocket. The pacing was turned off. The patient was a twiddler and the lead was coiled in the pocket and laying on top of the can. The lead was removed and replaced and the old lead will be sent back. Patient is doing well and will continue to be monitored.